Event description:
Livanova deutschland received report of burning smell from an heater-cooler 3t system while in use. The issue occurred during procedure. There is no report of patient/user injury.

Manufacturer narrative:
A.1.- a.5. Patient information was not provided. G.5. The heater-cooler 16-02-95 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.11 - livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.11: livanova field service engineer was dispatched on site and, upon inspecting the unit, confirmed the event and detected a failure of the float lever board. The affected board was replaced with a new one, and, after performing all the functional checks with positive results, the unit was returned to service. Device service history review was performed and identified that the unit was manufactured in 2019, and no other similar events have been reported previously. Based on the investigation findings, it cannot be excluded that the event was caused by a failure of an electronic component of the float lever board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.